Event description:
On (B)(6) 2015, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient to obtain additional information, despite numerous attempts. It is not known when the alleged inaccuracy occurred, but the reporter stated that a blood glucose result of ¿150 something¿ was obtained on the subject meter. It is not known how the patient manages their diabetes or whether they had made any changes to their normal diabetes management routine as a result of the alleged product issue. An unknown period of time after the alleged product issue occurred the reporter stated that the patient ¿collapsed¿. The patient also allegedly experienced symptoms of ¿dizziness, loss of balance and was slurring words¿. It is not known whether the patient lost consciousness or not, however the reporter did state that the patient was able to self-treat by consuming more food and/or drink ¿a few days ago¿. The reporter stated that the patient¿s blood glucose was measured on another device, however the result which was obtained was not provided. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the reporter stated that the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.